Event description:
At about 1 month after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 02 march 2022: lot 2109536: (B)(4) items manufactured and released on 14-sep-2021. Expiration date: 2026-08-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional device involved: batch review performed on 02 march 2022: ball heads: mectacer 01.29.205 biolox delta ceramic ball head 12/14 ø 32 size m 0 (k112115) lot 2107480: (B)(4) items manufactured and released on 29-sep-2021. Expiration date: 2026-09-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.